Manufacturer narrative:
A direct correlation between the report of infection and the returned pump could not be conclusively determined. No device-related issues were discovered during the evaluation of the device. Upon disassembly of the pump, visual examination of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange due to infection with an unspecified organism. The patient had been treated with unspecified antibiotics, but the infection did not clear. The decision was made to exchange the lvad. No further information was available.